Event description:
It was reported that the patient has expired after an implant duration of approximately 1 month. Patient also had another valve and four other patches implanted. Per the operative report received, after the surgery (of 2008), the patient was taken to the ICU in stable condition. Through follow-up with the surgeon, it was learned that the cause of death was gram negative sepsis. The source of the infection was the gall bladder.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative reports for the surgery of 2008 was received. A device history record review is currently in process.